Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the main keypad protective sheet was still on the keypad and was under the encoder knobs, the lower case had contamination inside all 6 of the screw bosses, the battery wires were not routed correctly, the battery wire insulation was pinched in two different locations although it was noted that the wire insulation was not compromised, all 6 case screws were contaminated and it needed its battery drawer shorting bar changed out in accordance with the existing corrective field action. The device is not needed and will not be repaired. (B)(4).

Event description:
The external pulse generator was returned as it was a demonstration unit which was being returned for scrap and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.